Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A report was received from health canada regarding an event that was submitted by the user facility to the canada vigilance program. The report did not have the details of the event. There was patient involvement. A report was received from health canada's canada vigilance program which states, "the device channel gave the error door not closed" even though the door is closed. There was delay in treatment as this alarm occurs after the IV set is installed and programming for the channel is completed therefore."